Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 3 of the same event. It was reported that during prior to surgery, it was observed that the three attachment devices were running hot and noisy. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was running hot and noisy was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the cutter device could not be inserted into this attachment and the bearings were worn out not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings from normal wear and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.